Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. The best estimate date is between jan 9, 2024 and may 7, 2024. Explant date: not applicable, as lens remains implanted. Section e1 - telephone number:(B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with a standalone toric lens on (B)(6) 2024. Residual astigmatism of 1.5 diopter was noted. The intraocular lens (iol) rotation with astigmatism correction was calculated. On 14 march, the iol was rotated. This rotation did not lead to the desired outcome. The result was astigmatism of 2.25 diopter. No further information was provided.